Manufacturer narrative:
Correction: initial reporter health professional. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device will not turn on / off. Always powers back on. Shipping without battery. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced with the front case assembly due to unresponsive keys and added a battery as the unit was missing one. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case assembly with keypad. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 28dec2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device will not turn on / off. Always powers back on. Shipping without battery. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device will not turn on / off. Always powers back on. Shipping without battery. There was no patient involvement.